Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-12911. It was reported that the patient presented remotely via merlin.net. Interrogation showed the patient's right atrial lead was exhibiting noise. During revision, the physician noticed insulation damage on both the atrial and ventricular lead due to friction with the device can. Additionally, the physician was able to reproduce the noise on both leads with isometrics. The physician capped and replaced both leads on (B)(6) 2020. The patient was stable before, during and after the procedure.